Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that the patient¿s ins stopped working. The caller did not want to troubleshoot and did not provide any other details about what stopped working. Technical services transferred the caller to the national answering service (nas). No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported their ins still was not working and at this time were just waiting to have it replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.